Manufacturer narrative:
An evaluation could confirm the battery pack will not hold the charge. A visual inspection was performed and showed corrosion on the battery terminals causing a loss of continuity between the contacts. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported battery is placed in charger for more than one hour and when used in surgery it loses all the load. No backup device was available to complete the procedure. Delay reported to be less than 30 minutes, no patient injuries were reported.